Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the motor assembly was worn out and no longer operated properly and this was the cause of the reported issue. Service replaced the motor assembly and that cleared up the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that during preventive maintenance, a smiths medical medfusion pump exhibited motor rate error. No patient was involved in this event. No adverse effects were reported.